Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Pump supplies were changed multiple times. Blood glucose (bg) was 486 mg/dl and ketones were present. Due to the continuous elevated bg, customer went to the emergency room. Healthcare provider identified ketones as being dangerous. Customer was admitted to the hospital on (B)(6) 2019 for elevated bg/diabetic ketoacidosis (dka). Intravenous fluids/insulin, potassium and an insulin injection were administered. Elevated bg/dka were resolved with no permanent damage. Customer was released from the hospital on (B)(6) 2019. Pump system check was performed with the current pump supplies with tandem technical support; no pump issues were found.